Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Device not returned.

Event description:
It was reported that the patient was revised due to "left total knee joint replacement unstable secondary to total knee joint replacement."